Manufacturer narrative:
Corrected device manufacture date: 01/18/2017 to date the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 of 4 he received an "m31 air detected in cassette warning" alarm. The patient cancelled the treatment at 288ml because it was filling slowly, and when he removed the cassette he reported it was leaking somewhere on the soft membrane on the cassette. The pd patient stated he was going to revert to manuals the following morning.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 of 4 he received an "m31 air detected in cassette warning" alarm. The patient cancelled the treatment at 288 ml because it was filling slowly, and when he removed the cassette he reported it was leaking somewhere on the soft membrane on the cassette. The pd patient stated he was going to revert to manuals the following morning.